Event description:
The initial reporter complained of a discrepant high result for 1 patient sample tested for elecsys troponin t hs (troponin t hs) on a cobas e 801 analytical unit. The initial result was 297 ng/l. The repeat result was 10.4 ng/l. The edta plasma tube was centrifuged and pipetted into a secondary tube. The secondary tube was recentrifuged, transferred to a hitachi cup, and run offline with a result of 11.4 ng/l. The customer automatically repeats samples with troponin results above 200 ng/l.

Manufacturer narrative:
The e801 analyzer serial number was (B)(6).

Manufacturer narrative:
Calibration and qc were acceptable. There were 132 sample clot alarms on the alarm trace from (B)(6) 2025. Based on the information provided, the specific cause of the event could not be determined. The investigation did not identify a product problem.